Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016, to report having a severe low while waiting on education for the dexcom system, on (B)(6) 2016. Patient reported that emergency medical services (ems) were called due to the severe low. No additional event or patient information is available. There was no alleged device malfunction. It was reported that the patient experienced a severe low. It should be noted that diabetes mellitus is a known cause of hypoglycemia.